Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer also reported an undefined low blood glucose level of 42 mg/dl that was addressed by consuming carbohydrates. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.